Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05534. It was reported that the leads and migrated and confirmed via-x-ray. Patient was experiencing ineffective therapy due to migration. As such surgical intervention is expected to address the issue.